Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (40 mg/dl). Reportedly, the customer delivered a meal bolus; however the customer did not eat the whole meal. Customer drank orange juice to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.